Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported receiving information, from a health professional, regarding an issue with a smartport CT. During a procedure, the vein dilator's outer sheath split/fractured and crumpled, at the distal end towards proximal end, while attempting to dilate the patient's vein. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation. There was no report of permanent patient harm or injury.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of sheath accordioned/buckled cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(6).